Event description:
It was reported that a customer caregiver contacted support after a sensor change resulted in no glucose readings, consistent with continuous glucose monitor signal loss and dosing stop warnings on an ilet-integrated system. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of automated dosing due to loss of cgm signal. Investigation included technical troubleshooting and user education, including guidance to restart the ilet and allow time for reconnection. Investigation of this case revealed that the device experienced signal communication disruption between the cgm and the ilet. It was concluded that the event was related to cgm signal loss resulting in dosing suspension, with restoration expected upon successful reconnection.